Event description:
It was reported that while stimulation was turned on the patient experienced a shocking or jolting sensation at the implantable neuro stimulator (ins) site while riding the barten train in (B)(6). The patient further stated that the "burning" at the ins site lasted for "awhile".

Manufacturer narrative:
(B)(4).